Event description:
User received 1 box of droplet 32g x 4mm pns with lot no. Z58m5 from humana. She is injecting levimere 9 units 1x per day with the corresponding pen. She called in stating the insulin is getting stuck in the pn. She has to change out the pn multiple times in order to get the insulin to dispense. She does prime the pn and even in doing so, sometimes nothing comes out.